Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) and similar incident reviews were not performed because no lot information was provided. Based on available information and due to the limited information available from the article, the cause of the reported slda was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. D6 - the implant date is estimated.

Event description:
It was reported through a research article that 654 patients underwent transcatheter edge-to-edge repair (teer) from february 2016 to may 2020. Within two years of the procedure, the implanted mitraclips may have caused or contributed to partial clip detachment. Additional information is listed in the attached article, ¿impact of extra-mitral valve cardiac involvement in patients with primary mitral regurgitation undergoing transcatheter edge-to-edge repair.¿